Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant at tooth site 19 fractured after 5 years and it was removed. A separate procedure was performed to remove the bottom of the implant.additional appointment required: yes, to place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant (oss410) was returned for investigation. Visual evaluation of the as returned product identified that the device was fractured in two pieces. Additionally, there was bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the device was fractured. Pre-existing condition noted on the per was bruxism. The reported device had been placed on tooth #36 (fdi) for approximately 5 years. Device history record (DHR) review was completed for the subject lot number (2015080464). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (2015080464) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.